Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a flat left ventricular (lv) lead channel electrogram (egm) and delivered inappropriate anti-tachycardia pacing (atp). Technical services (ts) reviewed the reports and noted that the lv egm was flat due to the device storing a pacemaker mediated tachycardia (pmt) episode. It was noted that some of the egms were tagged onto the presenting where the lv egm was not showing. Ts stated that the pmt episode looked like upper rate behavior. Ts also noted that the inappropriate atp was due to atrial undersensing. Ts suggested reprogramming the device. The device remains in use. No adverse patient effects were reported.